Event description:
It was reported by the customer that the insulin pump may have an alarm anomaly. Customer stated the device would alarm and provide inaccurate information about customer's blood glucose level, sometimes by as much as twenty points. Customer declined troubleshooting and assistance. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.